Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc error alarm and history pointers failed. The history pointers are corrupted error alarm. Customer stated that the insulin pump was exposed to moisture. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that they changed the battery and power supply test failed during self-test error came up and than the insulin pump went dead and came back with trace pointers are invalid error alarm after doing displacement test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Sthis MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for an alleged blank display, moisture damage, and multiple pump errors found on 30-july-2022. The device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range up until the event date 30-july-2022. Verified the device alarmed pump error in device downloaded history on 30-july-2022 at time 19:09:05.000. Verified the device alarmed pump error in device downloaded history on 30-july-2022 at time 09:05:04.000. Verified the device alarmed pump error in device downloaded history on 30-july-2022 at time 09:04:17.000. Verified the device alarmed pump error in device downloaded history on 30-july-2022 at time 09:04:17.000. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded serial number label. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range up until the event date 30-jul-2022. Reasons may be due to removal of aa battery and complete depletion of the internal lithium battery. No unexpected alarms during testing; however, the following were found in the pump downloaded history: verified the pump alarmed pump error 75 in pump downloaded history on 07/30/2022 at time 19:09:05.000. Verified the pump alarmed pump error 23 in pump downloaded history on 07/30/2022 at time 09:05:04.000. Verified the pump alarmed pump error 49 in pump downloaded history on 07/30/2022 at time 09:04:17.000. Verified the pump alarmed pump error 68 in pump downloaded history on 07/30/2022 at time 09:04:17.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded serial number label. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump errors 23, 49, and 68 were not observed during analysis. Pump error 23 not confirmed. Pump error 49 not confirmed. Pump error 68 not confirmed. Pump error 75 confirmed. Problem isolated to electronic stack. Exposure to moisture was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.